Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm during the night. The customer's blood glucose (bg) level was 270 mg/dl. The customer resumed insulin and a bolus of insulin was delivered to address the bg level. Tandem technical support educated the customer on the auto-off alarm and the customer reported that "it had been some time" since the last interaction with the pump and the alarm "made sense".